Manufacturer narrative:
(B)(4). Batch # n90x5l. The analysis results found that the instrument er420 was received with the jaws damaged. No functional test could be performed due to the condition on the device. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, no anomalies were found. The (B)(4) clips were found inside clip track. No conclusion could be reached as to how this damage had occurred the batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that before a sleeve gastrectomy procedure, the surgeon asked the nurse to open the clip and they have noticed that the jaws of the device was broken. They put it away and opened a new one to complete the procedure. There were no adverse consequences for the patient.